Manufacturer narrative:
Although the customer initially reported a service code, review of the AED's internal log files determined that the service code after battery replacement was due to the previous battery fully depleting within the unit. Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy.

Event description:
An international distributor reported that their customer's AED's asi is flashing red, and reporting a service code. They reported that this did not occur during patient use.